Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error - patient connected before priming. The label review found the labeling adequate for the use error in this complaint. The lot number was unknown, therefore, the batch review could not be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center who noticed air in the line while using the home choice (hc) during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated that there was air in the patient line but decided to connect the hp anyway. The tsr explained that the hp would need to start over with new supplies. The tsr walked the cg through ending therapy procedure. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: nothing was noticed that would have caused the air and the patient never actually had air infused. The cg saw the air clamped off and disconnected the patient. New supplies were used to clear the alarm and the sample was discarded. The box was used so a companion sample was not available. The patient was doing fine with therapy and there was no patient injury or medical intervention reported.